Event description:
A cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. The cartridge was successfully loaded prior to contacting support, and the customer was able to resume insulin therapy. The issue was resolved without further complications.